Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date during which the surgeon noted the surrounding tissues were found to be fused and heavily scarred around the mesh. Extreme care had to be taken to avoid damaging the spermatic cord for fear of damaging surrounding vessels. It was reported that the patient experienced an unknown adverse event. No additional information was provided.